Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful because the helix was bent. The rv lead was not used and a new rv lead was placed successfully. No patient complications have been reported as a result of this event.;